Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced a pairing failure between a dexcom g7 cgm and the ilet pump, while the sensor was connected in the dexcom app and the ilet displayed a prolonged ¿pairing with sensor¿ status. Symptoms included no adverse clinical effects and blood glucose not impacted. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, which involved switching between g7 and g6 configuration on the ilet, reentering the g7 sensor code, and advising a waiting period before reassessment. Investigation of this case revealed a communication or connectivity issue between the cgm transmitter and the ilet receiver function, consistent with a device-to-device pairing malfunction without evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interaction and transient communication error.